Event description:
New information received on nov. 14th, the patient presented again in clinic with episodes of noise reversion noted on the right ventricular lead. Noise was reproducible in clinic via isometric testing, specifically when the patient turned from side to side. The patient's condition was stable and the patient was not pacemaker dependent. No changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The physician elected to monitor the lead without making any changes. The patient's condition was stable.